Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30dec2019.

Event description:
The customer reported that the touchscreen on the device is malfunctioning. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 01apr2020. B4: 02apr2020. The device was evaluated by the field service engineer and the reported issue was confirmed. It was stated that the touchscreen has been the device has been tested and now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.